Event description:
I have learned about the class I recall "roche diagnostics recalls coaguchek xs pt test strips due to inaccurate inr test results" from (B)(6) 2018. I have contacted roche diagnostics via email on (B)(6) regarding the recalled coaguchek xs pt strips lot 32264411 requesting instructions on how to obtain replacement test strips. I have an artificial heart valve and depend on regular in-home testing under supervision of my primary care physician to maintain a safe inr in the range of 2.5-3.0. Roche diagnostics, however, refuses to replace the test strips that are clearly part of the recall notice not following the class I recall directions by the FDA and continue putting pts like myself at risk. I want to bring this to the attention of the FDA and expect a f/u. FDA urgent medical device recall notice and notice from the MFR ((B)(4) from (B)(6) 2018).